Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI)- (B)(4). Approximate age of device- 5 years and 3 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2018, the patient¿s system controller log file was submitted to the manufacturer¿s technical services for analysis. Technical services reviewed of the submitted log file and an intermittent pump stoppage was confirmed to have occurred (B)(6) 2018 at 00:14. This event appeared to have occurred while the system was connected to the power module. On (B)(6) 2018, an additional system controller log file submitted to technical services for review confirmed low speed operations and pump stoppages while connected to battery. Submitted x-ray images of the percutaneous lead (driveline) reviewed by the manufacturer''s technical services showed an area of concern. The customer was informed that this type of behavior has been linked to potential issues with the driveline. Follow-up information received from the vad coordinator stated that the patient had remained asymptomatic during these events. The pump stoppages had reportedly occurred twice while the patient was bending over. Of note, the patient had a gastric sleeve surgical procedure on (B)(6) 2017 and lost about 60 lbs since then. The patient has been urgently listed for a heart transplant. No additional information was provided.

Manufacturer narrative:
Reportable event type updated. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a heart from a donor became available and the patient was transplanted on (B)(6) 2018. No additional information was received.